Manufacturer narrative:
Citation: zampi jd et al. Factors associated with the internal jugular venous approach for melody transcatheter pulmonary valve implantation. Cardiol young. 2016 jun;26(5):948-56. Epub 2015 nov 2. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature review comparing femoral venous approach versus internal jugular venous approach for transcatheter pulmonary valve implantation. All data were collected from multiple centers between april 2010 and june 2012. The study population included 81 patients (predominantly male; mean age 16 years), all of which were implanted with medtronic melody transcatheter pulmonary valve (serial numbers not provided). Among all patients, no deaths occurred. Adverse events included: 2 arrhythmia, 14 conduit rupture/dissection/pseudoaneurysm, 8 bleeding events, 5 hematoma, and 2 thrombus/thrombosis. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the physician/author provided the mean patient weight: (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.